Manufacturer narrative:
The reported condition has been confirmed. The exact cause could not be reliably determined; however, toxicological tests were performed on the seal to ensure its safe and effective use.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the pt's cavity. The surgeon was able to remove the shavings and complete the procedure. The hosp has reported no pt injury occurred.